Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2025 due to an unknown reason. No other information was available.